Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (reference # 22233, lot # 3600886103). The associated ast-p580 oxacillin result was <0.25 ug/ml (susceptible); this result was modified to "r" (resistant) by advanced expert system¿ (aes) based on the oxsf result. The customer stated they confirmed via latex agglutination kit for the rapid detect ion of pbp2; it gave the result as "no agglutination, interpretation as meca negative". An internal biomérieux investigation was performed. The submitted strain was subcultured and identification was confirmed as staphylococcus aureus. A second subculture was performed and testing included ast-p580 cards from the customer lot (3600886103) and a random lot (3600753403) in duplicate. Vitek® 2 testing was performed with software v8.01. All four ast-p580 cards tested resulted in negative oxsf tests. Oxacillin mics = 0.5 for three of the cards and <=0.25 for the remaining card. Alternate testing using oxacillin (ox) agar dilution (ad) and cefoxitin disk diffusion as the reference methods for ox101n and oxsf101n formulations found on this card, and alere pbp2 were performed. Oxacillin agar dilution mic = 0.5 cefoxitin disc diffusion was 26 mm (susceptible) pbp2 was negative. The customers reported issue was not duplicated. The vitek® 2 cards are in essential agreement with the reference methods tested. Ast-p580 lot #3600886103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) result for (B)(6) in association with the vitek® 2 ast-p580 test kit. The associated ast-p580 (B)(6) result was (B)(6); this result was modified to "r" (resistant) by advanced expert system¿ (aes) based on the oxsf result. The customer stated they confirmed via latex agglutination kit for the rapid detect ion of pbp2; it gave the result as "no agglutination, interpretation as (B)(6)". There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has requested patient isolate submittal for investigational testing. A biomérieux internal investigation will be initiated.